Event description:
A customer requested service to verify analyzer performance as the nurse was questioning the results on the g8 analyzer. One(1) in-house sample result was reported out to a reference lab for comparison, in house result was 6.1%, reference lab result 5.4%. The reference lab analyzer methodology was not provided. Customer had replaced column, filter, and calibrated and performed quality control (qc) is in range. The analyzer is not down, but the customer would like service on-site. A field service engineer (fse) was dispatched to address the reported event. There is no indication of any patient intervention or adverse health consequences due to the discrepant patient results. No change was made to patient's treatment plan based on reported in-house result.

Manufacturer narrative:
A field service engineer (fse) was at the customer's site to address the reported event. Fse reviewed previous printouts and observed that the retention times were off and area was low as if there was air in the system. By the time the fse arrived on site, the printouts were normal. The reported issue began shortly after the customer changed the elution buffers. The customer changed the column twice, changed the filter, and ran several samples before the fse arrived on site, likely working air out of the system. The instrument was either not primed after changing the buffer bags, or perhaps one of the pick-up tubes in the buffer bags could have been temporarily curled up in the bag above the fluid level and fell into place at the bottom after sucking in some air. The fse performed all of the validations done during periodic maintenance (pm) in order to ensure the analyzer was functioning properly. All validations passed and the g8 analyzer is functioning as expected. No further action required by field service. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no similar complaints identified during the search period. The instructions for use tskgel g8 variant hsi section 14 states the following: evaluation of results quality control in order to monitor and evaluate the accuracy and precision of the analytical performance, tosoh controls should be assayed daily and after column replacement. Tosoh suggests running at least two levels of quality control material. The mean of one should be in the non-diabetic range (4-7 % hba1c) with the second in the range of 9-12 % hba1c. If the value of one or more control specimens is out of the acceptable range, recalibrate the system and rerun the controls before testing patient samples. Qc materials should be used in accordance with local, state, federal and accredited organizations. Controls should be diluted with hsi hemolysis & wash solution to obtain a total area (ta) in the range of 700-3000. The optimal ta is between 700-3000. However a ta in the range of 500-4000 is acceptable and reportable for whole blood specimens. The most probable cause of the high patient results could not be established.